Event description:
Reporter indicated that a patient's ncp pulse generator was replaced due to battery end-of-service. The explanted generator was returned to MFR for product analysis. Analysis confirmed the end-of-service condition of the generator. Final electrical testing found the q10 transistor to be out of specification. Once the transistor was replaced, electrical testing yielded results within normal limits. It was additionally identified that this had minimal impact on battery longevity and a battery life calculation estimated that generator should have been at end-of-service based on programmed settings.